Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had turned off randomly while she was sleeping. The customer stated that she replaced the battery with a new battery, but the insulin pump did not turn back on. The customer's blood glucose was 438 mg/dl. Troubleshooting was done. The customer inserted a new (B)(4) battery, and the display returned. Advised that a replacement battery cap would be sent. Explained that receiving the battery out limit alarm was normal insulin pump behavior due to the batteries being out of the insulin pump greater than the duration allowed. Advised to monitor the insulin pump. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.